Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top edge of reservoir was broken off. The customer¿s blood glucose level was unknown. The customer also stated that the reservoir was able to lock in place but used rubber band to hold in place. The product will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with partially broken reservoir tube lip and missing reservoir tube o ring. Reservoir still able to lock into place. (B)(4).